Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteroscopy and stent placement procedure in the kidney, ureter, bladder, performed on (B)(6) 2021. During unpacking, the stent broke in two. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken in two.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the middle section of the stent was detached/separated. The suture string was returned loaded and cut in the device. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the middle section of the ureteral stent was detached/separated. Additionally, the picture provided by the complainant showed the stent shaft detached at the middle section. According to product analysis, the issue occurred during unpacking, the problem found is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The returned tria ureteral stent was analyzed, and a visual evaluation noted that the middle section of the stent was detached/separated. The suture string was returned loaded and cut in the device. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the middle section of the ureteral stent was detached/separated. Additionally, the picture provided by the complainant showed the stent shaft detached at the middle section. According to product analysis, the issue occurred during unpacking, the problem found is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteroscopy and stent placement procedure in the kidney, ureter, bladder, performed on (B)(6) 2021. During unpacking, the stent broke in two. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken in two.